Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Picture review from medical safety officer: yes, the olecranon has pulled away completely from the proximal end of the plate and six screws as evidenced in the radiograph. I cannot confirm the infection or that the implants were removed. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent removal of variable angle locking compression plate (va-lcp) proximal olecranon plate and unknown screws due to aseptic loosening and infection. The surgeon originally tried using a long cannulated screw through the proximal ulna to fixate the proximal piece. The long cannulated screw did not hold well enough, so the surgeon added the olecranon plate. There was a patient consequence, specifically infection. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1). This report involves 1 unknown screws: trauma. This is report 1 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4). (B)(4) capture the second revision surgery where all the devices were removed due to aseptic loosening and infection. (B)(4) captures the 1st revision where the variable angle locking compression plate (va-lcp) proximal olecranon plate was implanted since on the original surgery the unknown cannulated screw that was used to fixate the proximal piece did not hold well enough.